Event description:
It was reported the patient perceived a loss of stimulation. It was logged the event occurred during normal use. It was noted there were stimulation/therapy issues of a loss of stimulation/therapeutic effect. It was reported it was unknown if action was required, and impedance testing was done but the issue was not resolved and the cause of the issue was not determined. It was reported the patient status at the time of the report was alive with no injury and the patient's symptoms associated with the event was pain in his right leg. Additional information received reported the impedance test showed electrode 4 had >10,000, and no further actions/tests were performed. It was noted there were no malfunctions seen, nor causes of the issue determined. It was logged there had been no change in the patient status and they still reported inconsistent stimulation.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).